Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information was requested on 12/24/2012 and 01/03/2013 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
An office manager reported a pt whose intraocular lens (iol) was exchanged for a different model iol. Additional information has been requested.